Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed errors on the screen immediately after startup and users could not enter the menu at all. Device could not be repaired by crs. Per review of wo on 21nov2023, there was no patient involvement. Per follow up information received via email on 21nov2023, this device would be sent to crawley because our partner crs could not repair this device. Once done, paperwork would be uploaded to smx. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device short by the chiller pump also lead to reported issue of the power board failing.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed that the power board failed due to a short caused by a faulty chiller. The power board and faulty chiller were replaced. A short by the chiller pump also lead to reported issue of the power board failing. The chiller pump was replaced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed errors on the screen immediately after startup and users could not enter the menu at all. Device could not be repaired by crs. Per review of wo on 21nov2023, there was no patient involvement. Per follow up information received via email on 21nov2023, this device would be sent to crawley because our partner crs could not repair this device. Once done, paperwork would be uploaded to smx. Per sample evaluation results on 04jan2024, it was reported that the arctic sun device short by the chiller pump also lead to reported issue of the power board failing.